Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was returned with all audio features set to ¿high¿. There was no sound detected at power up. The piezo was activated and no sound was detected. The pump was opened and there was a cracked solder found at the piezo. Unrelated to the original complaint, the battery compartment was cracked. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.